Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary treatment and the procedure was completed as planned and by using the same system in the same room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had space issue. Review of the log file confirmed the malfunction with the image store. The fse performed the system troubleshooting and found that the disk bay board was degraded inside the x-ray pc. The failure analysis confirmed the malfunction with the x-ray pc and the cause of the failure was failed hdd (hard disk drive) bay. So, the fse replaced the x-ray pc and performed functional tests which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray exposure was not functioning because of an image disk issue. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.